Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I and spinal pain. Information was reported that the patient is scheduled for ins revision. The patient called (B)(6) 2018, stating that he wanted the implant to be moved due to it being uncomfortable. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2018/04/09. It was reported that patient had discomfort at the battery site with wearing pants. The ins was implanted at the belt line and the pressure over the skin in that area appeared to be causing discomfort. Pocket revision was performed to move the ins to his flank and away from his belt line. No tests were performed, however, while interrogating the battery during pre-op on (B)(6)2018, it was noted that contact 1 had high impedances. This remained true after the pocket revision. The cause of the high impedance is unknown and will not be determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated they had the revision on (B)(6) 2018 because the ins was on their beltline and it would get really sore. They stated that by (B)(6) 2018, it was ¿infected real bad to where it needed to be removed asap¿. They stated they were in the hospital for a couple of nights when they got the infection. The patient had the ins removed. No further patient complications were reported as a result of this event.